Event description:
While performing the pre-procedure testing on the vacuum assisted biopsy device, the biomed noted that the device did not pass the test. The device did not perform a cutting test, it did not do anything. This all occurred before the patient was brought into the room, no incident or injury occurred because of this. Manufacturer response for biopsy device, stereotactic guided breast biopsy device (per site reporter): the company is located in (B)(4).